Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving no sensor detected alert. Replacing the transmitter did not resolve the issue, hence the user was referred back to his hcp to discuss next steps such as removal and replacement of the sensor.

Manufacturer narrative:
The user reported of receiving no sensor detected alert .replacing the transmitter did not resolve the issue, hence the user was referred back to his hcp to discuss next steps such as removal and replacement of the sensor because the user had been unable to find sensor signal. As part of initial troubleshooting , a placement test was performed where the customer was guided to place the transmitter properly over the area of sensor insertion. However, no signal was received. The issue was escalated to technical support team who determined that the issue could be with the transmitter and issued a transmitter replacement to help resolve the issue. With the new transmitter, the user was initially able to get excellent signal. But the signal was not consistent as it would drop to "fair" from "excellent". The customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed deep or in a non-ideal location. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength. B4.date of this report 05 june 2025. G3.date received by the manufacturer? 05 june 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.